Manufacturer narrative:
Pump was received with full segments display due to broken solder joint pin # 1 of keypad flex cable. Unable to perform functional tests including 7.2 units bolus test, occlusion test or verify e11 error alarm due to fsd. Unit was received with missing segments/partial display due to open zebra connector short side on lcd. Pump had cracked overlay and minor scratched overlay.

Event description:
The customer's nurse reported via phone call that the insulin pump had a display anomaly. Blood glucose level at the time of the incident was 414 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.